Event description:
It was reported to boston scientific corporation that a maxforce balloon was used during a dilatation of the papilla procedure performed on (B)(6), 2013. According to the complainant, the procedure was completed with this device; however, the contrast fluid could not be completely removed from the balloon. The endoscope was removed from the patient with the device inside. At that time, bleeding from the papilla was observed but no treatment was performed to treat the bleeding. It was also reported that the catheter was kinked. After the device was removed, a drainage tube was placed as originally planned. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Additional device info: the complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.